Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photo was provided for review. Review of the provided photo revealed that 2 of the prongs of the screwdriver were broken off/stripped from the main device. The broken allegation can be confirmed. However no evidence regarding the jammed condition was identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: noted that green driver head was damaged when inserting a locking screw (would not turn easily) the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the two of the prongs at the tip of the device were broken. The broken fragments were not returned for evaluation. Additionally, the sleeve was heavily worn, most likely due to heavy usage as evidence of repetitive use was observed. A functional test to assess the allegation of jammed was not conducted as the device was returned in a damaged condition and the mating device was not returned for evaluation. No other problem identified. The fracture issue of the locking tabs has been addressed through depuy synthes quality system with a design change in 2020. The first batches (5357743 and 5357744) of drivers per the new design were manufactured on february 7, 2020. The current complaint sample device was manufactured prior to the implementation of the new design. The overall complaint was confirmed as the observed condition of the locking screwdriver body would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the green driver head was damaged. When inserting a locking screw, it would not turn easily.